Event description:
It was reported that the atrial lead noise was observed on stored electrograms. It was noted that the patient does heavy lifting.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.